Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level. However, the exact value was not provided. The contact contacted the health care provider (hcp) who recommended an increase basal rate by 20% with a temp rate for 4 hours to stabilize bg level. The contact stated the cause of the elevated bg's is most likely due to the customer having a sore throat and cold. The contact was able to set the temp rate and increase basal rate. The contact declined to troubleshoot with tandem technical support.